Manufacturer narrative:
(B)(4). Further investigation of the customer issue included a review of the complaint text, troubleshooting of the instrument and photo of part, a search for similar complaints, and a review of labeling. Abbott field service determined that a leaking capacitor caused the smoking in the centrifuge. The capacitor was replaced which resolved the issue of the leaking part. Tracking and trending did not identify an adverse trend for the accelerator aps and this is the only complaint for a leaking capacitor. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the accelerator aps centrifuge module, list number (B)(4) was identified.

Event description:
The customer indicated visible smoke was coming from the left hand side of the aps centrifuge module. No injuries have been reported.